Event description:
As reported by the field clinical specialist, a (B)(6) year'old male patient underwent a transfemoral procedure using a right femoral access site. During the case, difficulty was encountered while inserting the esheath and subsequently while advancing the delivery system through the sheath. The patient was reported to be in stable condition following the procedure. During insertion of the esheath, the clinical team advanced the device slowly due to tortuous and calcified common iliac anatomy. Resistance was encountered, but the sheath was ultimately positioned. Upon insertion of the delivery system, the valve and delivery system were observed to protrude through the seam of the expandable portion of the esheath. The sheath liner was later found to be torn at the location corresponding to the bend of the common iliac artery. The delivery system did not exit the distal tip of the sheath. The damage was consistent with delivery system exits sheath. As the device exited the sheath liner, a rupture of the right common iliac artery occurred. The delivery system and esheath could not be withdrawn percutaneously, requiring surgical cutdown. Vascular surgical intervention was performed, including occlusion of the distal aorta with a 10'mm balloon, repair of the ruptured artery, and placement of covered stents. A blood transfusion was required. No valve was implanted; the case was aborted prior to any attempt at deployment. The patient survived the procedure. Multiple edwards devices were damaged during the event, including the esheath and the transcatheter heart valve, which exhibited frame damage (bent strut). The devices are available for return. Images documenting the damage were available. A 3mensio report was provided. The clinical team attributed the event to the patient's severely tortuous and calcified common iliac artery, which they believed caused the esheath to corkscrew during navigation. This likely positioned the sheath seam along the outer curvature of the vessel. According to the reporting physicians, no extreme push forces were used, yet the valve still pushed through the seam of the sheath, resulting in vascular injury. The sheath abnormalities included liner and seam damage. Upon image review, there was a kink on balloon catheter between flex tip and crimped thv observed under fluoro. The thv was observed to be partially aligned over inflation balloon after withdrawal from patient. Upon pre-decontamination findings, there was a hole hdpe at approx. 2.4" in length. There was damage to hdpe around the hole as well as a tear in hdpe at approx. 5.75" distal to strain relief. Additional follow up revealed that the operator attempted to remove the delivery system and valve only after the valve ruptured the esheath and caused an iliac artery injury. The commander and valve were withdrawn together, likely with the loader still in place to prevent the valve from catching on the sheath, which was intentionally left to help control bleeding during arterial repair. Once removed, the devices were not manipulated on the back table; however, the valve had shifted onto the balloon, away from the pusher. This displacement was believed to have occurred because the skirt end of the valve became widened and deformed when it broke through the esheath. Four voluntary mws were received. Mw 5182822 provided an update on the patient status. Post procedure the physician called the patient's son, who is also the medical power of attorney, to inform him that the surgery had been aborted due to excessive bleeding. Later in the day, the physician spoke with the patient's daughter and told her that the patient was in the ICU, being monitored for stroke, and had bled so extensively that multiple transfusions were required. The patient's son arrived at the hospital with his wife and went to the cicu unit. The patient was in an ICU room at that time, and an employee asked whether they were family and stated he would find someone to check in with them. The patient's son explained that no one had contacted him and that he had not yet spoken to the operating physician. Shortly afterward, he received a call from the physician, who was not part of the original care team but was the vascular surgeon who had taken over and performed the transfusions. During that call, the surgeon explained that the tavr device had malfunctioned, causing a tear and significant bleeding. After that conversation, the patient's son spoke with the pa on the floor, who also stated that they should speak with the physician, as he could provide more information about the device malfunction that led to the surgical outcome. The patient's daughter finally spoke with the physician and he explained that the device had poked through the sheath and deployed at the wrong time and in the wrong area, tearing the patient's artery. A total of 21 pints of blood were transfused during the surgery. The physician stated that he has completed roughly 5,000 tavr surgeries using this valve, manufactured by edwards lifesciences, in about 80% of cases, and this was the first time such an event had occurred. The patient remains in the cardiac ICU and has experienced multiple complications following the catastrophic device malfunction, including wound closure surgery, tracheotomy, pneumonia, blood clots, and kidney issues that now require dialysis. As of yesterday, the patient's mental state was reported to be declining, and has stopped responding to verbal cues as they had previously. Due to the device malfunction during surgery, the patient's quality of life has changed drastically from undergoing a procedure intended to reduce his risk of heart attack to being in an unresponsive state with an uncertain recovery plan.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was objectively confirmed based on the returned device evaluation and relevant imagery provided. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, withdrawal of crimped valve through vasculature) likely contributed to the event as imagery revealed calcified and tortuous access vessel, and the valve protruded through the sheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft/ and/or patient anatomy, resulting in the strut damage at the valve inflow side. Additionally, excessive force used to withdraw the crimped valve through an exposed sheath, the valve may catch on the sheath, leading to bending of the valve strut at the outflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 78'year'old male patient underwent a transfemoral procedure using a right femoral access site. During the case, difficulty was encountered while inserting the esheath and subsequently while advancing the delivery system through the sheath. The patient was reported to be in stable condition following the procedure. During insertion of the esheath, the clinical team advanced the device slowly due to tortuous and calcified common iliac anatomy. Resistance was encountered, but the sheath was ultimately positioned. Upon insertion of the delivery system, the valve and delivery system were observed to protrude through the seam of the expandable portion of the esheath. The sheath liner was later found to be torn at the location corresponding to the bend of the common iliac artery. The delivery system did not exit the distal tip of the sheath. The damage was consistent with delivery system exits sheath. As the device exited the sheath liner, a rupture of the right common iliac artery occurred. The delivery system and esheath could not be withdrawn percutaneously, requiring surgical cutdown. Vascular surgical intervention was performed, including occlusion of the distal aorta with a 10'mm balloon, repair of the ruptured artery, and placement of covered stents. A blood transfusion was required. No valve was implanted; the case was aborted prior to any attempt at deployment. The patient survived the procedure. Multiple edwards devices were damaged during the event, including the esheath and the transcatheter heart valve, which exhibited frame damage (bent strut). The devices are available for return. Images documenting the damage were available. A 3mensio report was provided. The clinical team attributed the event to the patient's severely tortuous and calcified common iliac artery, which they believed caused the esheath to corkscrew during navigation. This likely positioned the sheath seam along the outer curvature of the vessel. According to the reporting physicians, no extreme push forces were used, yet the valve still pushed through the seam of the sheath, resulting in vascular injury. The sheath abnormalities included liner and seam damage. Upon image review, there was a kink on balloon catheter between flex tip and crimped thv observed under fluoro. The thv was observed to be partially aligned over inflation balloon after withdrawal from patient. Upon pre-decontamination findings, there was a hole hdpe at approx. 2.4" in length. There was damage to hdpe around the hole as well as a tear in hdpe at approx. 5.75" distal to strain relief.